Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The quality investigation is ongoing and this report will be updated when it is completed.

Event description:
It was reported that during a case, the device would get hot. There was no adverse consequences related to this event.